Manufacturer narrative:
A ge svc rep performed an investigation. The malfunction was verified. It was determined that the collimator was defective and in need of replacement. The collimator was placed on order and will be replaced. No further problems are anticipated once repairs are affected. An add'l report will be generated and submitted if further info becomes available.

Event description:
It was reported that the system 9600+ was displaying iris pot errors intermittently causing delay. There was no adverse pt involvement reported. There was no pt info reported.